Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies while using the ilet, with blood glucose rising above 300 mg/dl and later improving to 167 mg/dl after the user replaced the infusion site without assistance. Symptoms included hyperglycemia without associated acute complications. Outcomes included temporary elevated glucose outside target range without need for medical intervention or hospitalization. Investigation included review of device use, infusion set details, user-reported troubleshooting, and event chronology. Investigation of this case revealed no device or supply malfunction reported, proper infusion set loading steps, and resolution following site change, consistent with an undetermined cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.